Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. The wearable was inserted into the skin. On 01/28/2026, it was reported via email that the patient reported that neither the patient¿s omnipod insulin pump nor cgm mobile app provided her with an audio notification notifying her of her hypoglycemic state. The patient reported eating a sandwich the day prior and then going to bed and did not wake up until 3pm the following day. The patient¿s granddaughter was concerned that the patient was not waking up and called emergency medical services (ems). It was later determined that the patient had been unconscious and sweaty for over 12 hours. Once ems arrived, the patient¿s bg meter reading was below 50 mg/dl and she was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 38 mg/dl. There was no documentation of what medication or treatment the patient may have received. No other patient or event details were available. Attempts to reach the patient for further event clarification were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.